Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 1.5 mm x 20 mm x 143 cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.